Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised after patient fell down stairs and the ceramic femoral head dissociated from the adm/ mdm poly insert. Both devices were revised to another ceramic femoral head and poly liner of the same catalog numbers. Rep provided the revision usage sheet, indicated the devices may be available for return, and otherwise confirmed that no further information will be released by the hospital or surgeon.